Event description:
Philips received a complaint by the customer on the v60 indicating that the unit would not enter standby mode. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the unit would not enter standby mode. The customer also stated that the unit displayed a message that indicated the unit would disconnect within 60 seconds. The remote service engineer (rse) and customer performed a troubleshoot together. The rse informed the customer that if the patient was still connected to the unit, then the unit would not go into standby and perform a disconnect. Onsite service is currently pending for further evaluation.

Manufacturer narrative:
H10: e1- (B)(6).

Manufacturer narrative:
It was reported that the unit would not enter standby mode. The customer also stated that the unit displayed a message that indicated the unit would disconnect within 60 seconds. The remote service engineer (rse) and customer performed a troubleshoot together. The rse informed the customer that if the patient was still connected to the unit, then the unit would not go into standby and perform a disconnect. A philips authorized service provider (asp) went onsite and replaced the flow sensor assembly to resolve the reported issue. A philips asp replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
It was reported that the unit would not enter standby mode. The customer also stated that the unit displayed a message that indicated the unit would disconnect within 60 seconds. The remote service engineer (rse) and customer performed a troubleshoot together. The rse informed the customer that if the patient was still connected to the unit, then the unit would not go into standby and perform a disconnect. A philips authorized service provider (asp) went onsite and confirmed the reported issue. The philips asp determined a replacement of the solenoid valves and data acquisition (da) printed circuit board assembly (pcba) is required. Repair pending.